Manufacturer narrative:
After further review of additional information received. As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of non-insulin diabetes mellitus, hypertension, obesity and smoking. The patient presented to hospital with increasing shortness of breath, dyspnea and chest pain. The patient was noted to have a right superficial femoral and popliteal vein deep vein thrombosis (dvt) and pulmonary emboli (pe) in both main pulmonary arteries and in the segmental pulmonary arteries with a saddle pe with right ventricular strain. The next day, the patient underwent filter implantation. More than one month after the filter implantation, the patient underwent an unsuccessful percutaneous attempt to retrieve the filter. Approximately one and a half years after the filter implantation, the patient became aware that the filter was associated with blood clots, clotting, and/or occlusion of the inferior vena cava (ivc), caval thrombosis and device embedment in the wall of the ivc. The patient further reported having experienced mental anguish, depression, insomnia, fear and anxiety associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported details indicate that retrieval was attempted more than one month after implantation. Retrieval of the optease retrievable vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused blood clots, caval thombosis, filter embedment, failed removal. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Thrombosis within device or within the ivc and /or vasculature does not represent a device malfunction. Clinical factors that may have influenced the event include underlying patient comorbidities, pharmacological and lesion characteristics. Without the patient¿s medical history, procedural films or post-placement imaging and the limited information provided, the report of thrombosis could not be confirmed or further clarified, nor a relationship between the device and the event be drawn. Given the limited information available for review, a relation between the device and the event could not be determined. At this time, there is nothing to suggest the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: blood clots, caval thombosis, filter embedment, failed removal. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the reported events one year and six months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter embedded in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc, and device unable to be retrieved. A failed removal attempt was performed approximately one month post implant. The patient also reports mental anguish. The following additional information received per the medical records state that the patient has a medical history of saddle pulmonary embolism with right ventricular strain, bilateral main pulmonary artery embolism, and bilateral and segmental pulmonary arteries embolism. The patient was also noted to have deep venous thrombosis. The patient was admitted a day before the implant procedure with increasing shortness of breath, dyspnea and chest pain and was diagnosed with diabetes melitus type 2, hypertension, obesity, and tobacco use.